Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 8 infusion set was leaking at insertion site on (B)(6) 2024. The blood glucose level was displayed high at the time of event and was managed by multiple daily injections (mdi). The infusion set was in use for 1 - 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 5 of 8.